Manufacturer narrative:
This follow-up report is being submitted to relay investigation results. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was attributed to post-surgical trauma not related to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be fled accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the after a knee arthroplasty that patient was revised due to pain from patient fall from ladder. Surgeon indicated post traumatic ossicfication in the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and to correct information. Concomitant medical products - biomet ilok pri tib tray 79mm catalog# 141215 lot# 735390, vngd ps open intl fem rt 70 catalog# 183112 lot# 551330, biomet finned pri stem 40mm catalog# 141314 lot# 462810, series a 3 peg std 37x10 catalog# 184768 lot# 324500. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.